Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
During a preventive maintenance and while the field service engineer was trying to scan the 32-bit antivirus scan on the rosa robot computer, the message an error has occurred, "please visit microsoft safety scanner help page for more details" appeared. Therefore, it was not able to complete the antivirus scan on the rosa robot computer.

Event description:
During a preventive maintenance and while the field service engineer was trying to scan the 32-bit antivirus scan on the rosa robot computer, the message an error has occurred, please visit microsoft safety scanner help page for more details appeared. Therefore, it was not able to complete the antivirus scan on the rosa robot computer.

Manufacturer narrative:
According to the technical investigation, the antivirus scan could not be performed on the rosa robot computer probably due to the configuration of the operating system which did not support the signature of the antivirus. The upgrade of the computer solved the issue.